Manufacturer narrative:
Date sent: 03/05/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the active blade broke. The dr could not find the little blade in the pt's abdomen. After 15 mins, the dr found the active blade on the floor. The pt got an abdominal x-ray before the dr found the broken active blade on the floor. Surgery was prolonged twenty five mins. Unk how case was completed. There were no adverse consequences to the pt.